Event description:
Procedure type: colorectal. According to the reporter: mr (B)(6) has said that his pt was vomiting pretty badly after surgery. Understands that suture breakdown occurred after 13 days and was advised by spr (as the registrar dealt with the dehiscence) that the suture had come apart from several places on rectus sheath. However, he could not be sure of the product used as his notes say looped pds and not maxon. Pt had to be re-closed. (Lot number involved could be b2g0470x, b2e0832x, b2g0471x, b2d0534x, b2g0195x).

Manufacturer narrative:
(B)(4).